Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device did not start up when power was applied. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to an electrical component failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preventative maintenance it was discovered that the small battery drive device did not work at all. There was no patient involvement. It was unknown to the reporter of a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.